Event description:
It was reported that the patient experienced multiple episodes of near syncope, left sided numbness and a foggy feeling. Patient was referred to a neurologist for evaluation of paresthesias and syncope. Device malfunction was suspected. Patient was admitted for further evaluation. Normal device function was found. Programming changes were made. Two months later, the patient reported he had no complaints.

Manufacturer narrative:
(B)(4).